Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 383 mg/dl and that hospitalization was necessary due to being on the verge of diabetic ketoacidosis. Customer is currently in the hospital and is calling to test the pump. The customer also reported 2 no delivery alarms and bent cannulas. Troubleshooting found that the pump was working as designed as the pump alarmed due to the bent cannulas. Ll.